Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that the tenaculum forceps didn¿t have an issue but the surgeon was not comfortable using with under recall notice. There was no report of patient involvement or no reported injury.